Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed a small helium leak in the cart. The stm tightened the connections and tested the iabp unit but could not duplicate the customer's reported issue of having full helium and indicated empty. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was showing a low helium level when the helium was not low. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was showing a low helium level when the helium was not low. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.